Manufacturer narrative:
The manufacturer participated in the same proficiency survey using (B)(4) survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. (B)(4).

Event description:
It was reported that upon initial test of the (B)(6), (B)(4) survey isolate an identification of shigella sp. Was obtained. The isolate was tested on neg breakpoint combo 41 panels, lot 2015-10-30. Per the customer's laboratory practices, the test was repeated. Upon repeat test, leminorella sp. Was obtained. The customer repeated the test using the same isolate ten (10) more times and attained the same leminorella ID/biotype. It was reported that qc was within range before and after the reported misid. The correct ID of the isolate was shigella boydii per (B)(4) bacteriology participant summary report. There was no patient involved as this was a proficiency survey.